Event description:
It was reported that during unpacking a compromised pouch was noticed. A quantum mav mon 12mm x 3.5mm had been selected. During unpacking, it was noticed that "the balloon was protruding through the sterile package". The device did not come into contact with the pt.